Event description:
It was reported to medtronic minimed that the customer reported a led anomaly, transmitter was not charging and had a loss of communication issue between the insulin pump and transmitter. The customer reported no adverse event. The event involved products mmt-7715, mmt-7841zn, mmt-1884. Troubleshooting was performed for unable to pair device but the issue was not resolved. Troubleshooting was performed for transmitter charging and found that the no led light on charger and the charger may not be working. Troubleshooting was performed for tester procedure and found that the transmitter led light didn't blink on and off when disconnected from the charger. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the transmitter. No product return is required for mmt-7841zn. The customer will discontinue the use of the charger and insulin pump. Mmt-7715 was requested and customer response was the device will be returned. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.